Event description:
In about three weeks. A lump appeared at the closure level. MRI exam had been performed on the pt. The image showed a pre-supporative encephalitis and new hematoma. Re-operation in 2000. When opening, they noticed that the implant had already disappeared (usual resorbtion time: 90 days). This filing is on behalf of ethicon gmbh. This was determined to be a reportable event during a FDA visit of the manufacturing site.